Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was removed and a new lead was implanted.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing with noise on the right ventricular (rv) lead. The lead was found to have high impedance and is suspect of a fracture. The lead was reprogrammed. The patient called with concerns of a broken wire and was addressed by patient service. The lead remains in use. No further patient complications have been reported asa result of this event.